Manufacturer narrative:
The information available details that the wrong tissue processing protocol had been selected by a user to process the affected patient tissue samples. Specifically, the user selected the "factory 8hr xylene paraffin only" protocol comprising seven (7) ethanol, three (3) xylene and three (3) wax infiltration steps, with the duration of most of these steps set to 0 minutes, for a total processing time of 51 minutes. The information provided details that the tissue types of the affected patient samples were "all tissue types without breast tissue" and the sizes of the affected tissue patient samples were "2mm-5mm". Manufacturer evaluation of the information available determined that the root cause of the sub-optimal processing of patient tissue samples reported by the complainant was use of a protocol of inappropriate duration for the types and sizes of the patient tissue samples being processed. Specifically, the "factory 8hr xylene paraffin only" protocol is not appropriate for processing "all tissue types without breast tissue" of "2mm-5mm" in size. Section 8.2.1 of the leica peloris/peloris ii user manual details the recommended protocol duration for different patient tissue sample dimensions, including maximum thickness, and different example specimen types as follows: the 1 hour protocol is recommended for tissue of 1.5mm diameter/maximum thickness and the following example specimen types: endoscopies and needle biopsies of breast and prostate. The 2 hour protocol is recommended for tissue of <3mm diameter/maximum thickness and the following example specimen types: gi biopsies, renal; prostatic, hepatic and breast cores, punch biopsies of skin, small colonic polyps. The 4 hour protocol is recommended for tissue of 3mm diameter/maximum thickness and the following example specimen types: small specimens of non-dense tissues (kidney, liver, bowel etc), excisional an incisional skin biopsies, skin ellipses. The 6-8 hour protocol is recommended for tissue of 15x10x4mm maximum thickness and the following example specimen types: all routine cases up to maximum dimensions (excluding brain specimens). The 12 hour protocol is recommended for tissue of 20x10x5mm maximum thickness and the following example specimen types: all routine cases up to maximum dimensions. Very thick fatty specimens may require a longer protocol. Manufacturer evaluation of the service record for the instrument showed that a leica biosystems field service engineer was not dispatched to assess the operation and function of the instrument in association with this complaint. Manufacturer evaluation of the information available showed that peloris ii rapid tissue processor serial number (B)(6) functioned as designed during execution of the affected run.

Event description:
On (B)(6) 2023, the leica field applications specialist-core histology, mid-atlantic (fas) documented the following information communicated during a routine customer care visit: "during a routine wellness visit, a customer reported a failed run on march 29th. The customer had to reprocess tissue after the customer admitted to choosing the wrong processing protocol. The customer picked an 8 hour protocol without ethanol steps. The customer immediately recognized the problem and reprocessed the tissue. The customer stated that no tissue was affected by this action and they were able to sign out all cases.". The fas further documented that the affected patient tissue samples were derived from one (1) "factory 8 hr xylene paraffin only" protocol comprising "approximately 100 blocks" executed "overnight run for march 28th- ending march 29th" in "retort a & b"; the tissue types of the affected patient samples were "all tissue types without breast tissue"; the sizes of the affected tissue patient samples were "2mm-5mm"; the affected patient tissue samples were reprocessed as follows: "wax was melted off and tissue placed back on instrument" and "the tissue was reprocessed-tissue was mushy". On (B)(6) 2023, the leica senior applications specialist-pathology, mid-atlantic (fas) reported the following information provided by the complainant: "the customer stated that no tissue was affected by this action and they were able to sign out all cases." On (B)(6) 2023, the leica senior applications specialist-pathology, mid-atlantic (fas) further documented that all patient cases involved in this event were diagnosable, and re-biopsy of a patient(s) had not been either recommended or performed.